Manufacturer narrative:
The device was returned for evaluation on april 23, 2025. The unit came in for system error. The complaint was not confirmed. However, the fan was up and hitting the accumulator, this happened possibly due to the drop unit/ high impact. The failure resolved with reseating the fan. Replaced uip probably due to rough cleaning. Dirty inlet filter due to dust. Lower housing mount plate torn due to compressor vibration.

Event description:
It was reported that the unit shut off/system error/ was in car and could not breath called 911 and was taken to hospital. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.

Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.